Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of tibial baseplate and poly due to movement in poly and baseplate from locking mechanism. September 3, 2019: update per sales rep, "it was not an all poly. Product codes were 5531-g-309 and 5520-b-300. Specific lot numbers are unknown."